Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Update rec'd 9/25/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from increased metallic ions. A doi has been provided. A head is being added to address general allegations of metal on metal and a stem is being added to address allegations of elevated toxic metal ions.